Event description:
Poly core and talar component were replaced after 8 years of implant.

Manufacturer narrative:
Poly core returned for evaluation. Evaluation confirmed broken poly. Review of manufacturing record showed no anomalies.